Event description:
It was reported that the user received a ¿connect cgm or enter bg run mode¿ prompt and discovered the cgm pairing code was incorrect after attempting to pair with the wrong sensor type; the user then switched from g6 to g7 in settings and entered the correct g7 code, after which the sensor was confirmed to be in pairing and the prompt was expected to clear once readings began. Symptoms included no clinical effects reported. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and education to verify cgm type selection, confirm the pairing code, and reinitiate pairing. Investigation of this case revealed user setup error related to incorrect cgm selection and code entry, with the cgm pairing process functioning as designed once corrected. It was concluded, based on previously established findings for similar reports, that the cause was user error during device setup.